Event description:
This is a medical device report received from nurse at a oncology clinic. The report was received from the facility on (B)(6) 2012. They reported that after a scan of the patient after marker insertion indicated that the anchormarker had not deployed. No details were provided but it was indicated that the gold marker may not have been placed in the needle during manufacturing. No adverse event or patient harm was reported as a result of this device report.

Manufacturer narrative:
Comment: it was reported by an hcp that the scan of a patient indicated that the gold marker was not placed in the needle during manufacturing. No harm to the patient was reported. However, this marker is used as a positioning beacon for external radiation therapy. This means that the potential for harm does exist because if external beam radiation were ever required in the future, it might not be targeted to the correct location. This raises a number of potential harm issues including inadequate treatment of the patient's prostate cancer, and radiation injury to other structures. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation and analysis. This is ongoing at the time of reporting.